Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause of the failure is use error due to excessive force on the device; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 4/14/2022, it was reported by a sales representative via phone that an ar-3632sp self-punching 2.6 fibertak inserter shaft bent during insertion but did not break. Surgeon used another ar-3632sp self-punching 2.6 fibertak to complete the case without further issues. This was discovered during an rcr on (B)(6) 2022.